Event description:
Complainant alleged that the clinicians defibrillated a 52 year old male pt once at 200 joules, but on their second attempt to charge the device, it would not charge to the 360 joules setting. The clinicians then determined that the pt did not need a second shock and they continued to use the device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.